Manufacturer narrative:
Age or date of birth, weight and ethnicity unknown/not provided. Field service specialist (fss) visited the account and performed a full system checkout and all calibrations were in specification. A review of the records related to this equipment that included labeling, manual, trending, and risk documentation reviews was performed. Equipment labeling provides possible complications that can be caused by the surgical/treatment procedure being performed. The trend review shows that there is not a recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. There was no product deficiency identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a patient experienced a broken capsule during a procedure. A vitrectomy procedure was performed.